Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not detect the cassette during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: one device was returned for analysis of complaint that the pump did not detect the cassette during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log indicated locked but not latched alarms and cannot start pump alarms. Visual and functional testing was performed. Complaint was confirmed through latch lock test. Device did not detect change in latch status. Replaced latch lock flex. Probable cause was failed latch/lock flex. Device passed testing post repair.